Event description:
It was initially reported the ins was flipped but was flipped back in place. The next day there were coupling and communication issues, and it was thought the ins may have flipped again. No surgical revision was performed at that time. Add'l info from the hcp confirmed the ins had flipped a second time. The pt symptoms reported were emotional changes, and no stimulation resulting in pre-existing baseline pain. Surgical revision of the ins was performed in 2008. Following the procedure, the battery had good coupling and was able to be recharged by the hcp. The pt was instructed to charge the battery at home. The pt recovered without sequela.

Manufacturer narrative:
.